Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump had prime alarms during prime test due to moisture damage found on force sensor. Unable to verify operating current, perform basic occlusion, occlusion and no delivery tests due to prime alarms during prime test.

Event description:
It was reported that the customer was in a motorcycle accident and was hospitalized in intensive care unit. Customer's blood glucose reading at the time of hospitalization was 20 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.